Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular (rv) lead exhibited r-wave amplitude variation. The patient was brought into electrophysiology lab on (B)(6) 2022 for lead extraction. Prior to the procedure, fluoroscopy showed that the patient's right ventricular lead (rv) and the right atrial (ra) lead were twiddled and dislodged. The rv and ra leads were explanted. The patient condition was stable post-procedure. Related manufacturer reference number: 2017865-2022-03466.